Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the buttons are hard to push and sometimes they don't work. Customer stated that the act button does not work properly. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened button dome switch. The pump also had minor scratches on the display window, a cracked case at display the window corners, a cracked reservoir tube lip, and missing end cap sticker.